Event description:
Procedure type: nephroureterectomy. According to the reporter, after the procedure was finished and the devices was removed from the patient, it was noticed that the balloon was broken. Nothing fell into the patient cavity. A female, health history is unknown. No patient injury was reported.